Event description:
It was reported that there was a perforation. A greenfield filter was implanted on (B)(6) 2003. On (B)(6) 2017 it was noted that a perforation had occurred. There were 4 prongs that were extending beyond the caval wall. No further patient complications were reported.